Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-oct-15, additional information was received from the manufacturer representative (rep) and has been confirmed with the physician. The rep reported the pump was replaced on (B)(6) 2018 due to the motor stalls.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient, via a manufacturer representative (rep), receiving hydromorphone (20 mg/ml, 5.496 mg/day) and clonidine (200 mcg/ml, 54.96 mcg/day) via an implantable pump for non-malignant pain and failed back surgery synd rome. On (B)(6) 2018, a motor stall and audible pump alarm occurred early in the am with a recovery later that night. On (B)(6) 2018, a second motor stall occurred with no recovery to date. It was noted that early replacement indicator (eri) was anticipated in (B)(6) 2019. Emi was ruled out as the cause of the stalls as the patient was doing their normal adls when the motor stall occurred. It was stated, "with the first stall it was decided to just monitor the situation, but with the second stall, they decided to take action". The action taken was not specified. There were no medical symptoms reported.